Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, non-reactive vitros ahcv results were obtained when samples from multiple patients were tested on a vitros xt7600 integrated system. The results were discordant when compared to reactive non-vitros method results for the same patient samples. Vitros ahcv results: patient 6, vitros ahcv results of 0.68 and 0.70 s/c (non-reactive) vs the expected result of reactive. Patient 7, vitros ahcv result of 0.82 s/c (non-reactive) vs the expected result of reactive. Patient 9, vitros ahcv result of 0.79 s/c (non-reactive) vs the expected result of reactive. Patient 10, vitros ahcv results of 0.06 and 0.08 s/c (non-reactive) vs the expected result of reactive patient 11, vitros ahcv results of 0.02 and 0.04 s/c (non-reactive) vs the expected result of reactive patient 12, vitros ahcv results of 0.5 and 0.59 s/c (non-reactive) vs the expected result of reactive patient 13, vitros ahcv results of 0.68 and 0.70 s/c (non-reactive) vs the expected result of reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, false non-reactive/negative vitros results were not reported from the laboratory as the patient samples were tested as part of the validation of a vitros instrument. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, non-reactive vitros ahcv results were obtained when samples from multiple patients were tested on a vitros xt7600 integrated system. The results were discordant when compared to reactive non-vitros method results for the same patient samples. A definitive cause of the event was not determined with the limited information provided. The discordant, non-reactive vitros results were obtained on a vitros xt7600 integrated system undergoing validation at the customer site and the vitros ahcv reagent assay had recently been put into use on the instrument, therefore, there were no historical qcs to verify the performance of the assay. However, qc results around the time of patient sample testing were acceptable, suggesting acceptable vitros ahcv lot 5320 performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahcv lot 5320. An instrument issue cannot be ruled out as a contributor to the event as there was no indication diagnostic precision testing had been conducted around the time the discordant, non-reactive vitros results were obtained. A potential cause of the event is the stability of the patient samples tested. The patient samples were tested following being stored at prolonged periods at -20°c and the ortho ls questioned the integrity of the patient samples tested. For certain samples, historical testing had occurred as far back as 2008. In addition, certain samples were turbid and turbid samples should not be used for vitros ahcv testing. The ortho tsc recommended further correlation testing to be conducted using patient samples within the stability as per the vitros instructions for use.